Event description:
During revision of acl reconstruction, screws from a previous acl reconstruction were removed sucessfully. After insertion of a bioscrew into the hole in the femur and tibia that had been drilled and pretapped, the screws fractured. The surgeon put the knee through rom several times to test and felt a sudden release of tension and noted the screws were fractured. The surgeon was able to remove one complete screw, but the second screw did not come out in one piece; one small piece was removed. It is unknown whether there was any other piece that could have been retained, and it is not radiolucent. It is assumed that a small portion of the tip may have been retained. The screws are bioabsorbable and will be absorbed. The surgeon then implanted 2 (two) stainless steel interference screws and the operation was successfully completed.